Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified creases fold, wear abrasion, weight to the specification, red particles, and an opening curved on the anterior. A visual and microscopic analysis was performed which identified an opening crease sharp on anterior. Based on the device analysis the final assessment is: an opening crease sharp on anterior due to fold flaw opening.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.